Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/16/2014 with the following findings: on examination, the audio bolus button cover was missing and the keypad cover was cut on the down arrow button. The pump was returned for investigation with the contrast button attached to the base with tape. The keypad cover was noted to be peeling from the base. On testing, all the keypad buttons were responsive. The keypad cover was removed for investigation and did not reveal any evidence of contamination or defect of the button contacts. Investigation did not duplicate the alleged unresponsive keypad button issue. Unrelated to the original complaint, the display was noted ot be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.